Manufacturer narrative:
This supplemental report is being submitted to correct the lot number, manufacture date and the device evaluation. The user facility returned two electrodes to olympus for evaluation. A visual inspection of the device referenced in this report confirmed that the loop was broken; however, the roller ball was still intact at the distal tip. There were burn stains observed on each post of the electrode. Due to the received condition of the electrode no further testing could be performed. The most likely cause for the reported event can be attributed to the loop (ball) coming in contact with a metal or hard object during hf output, or excessive force being applied while moving tissue during the procedure.

Manufacturer narrative:
The user facility returned two electrodes to olympus for evaluation. A visual inspection of the device referenced in this report confirmed that the loop was broken off and the roller ball was missing at the distal tip. There were burn stains on each posts of the electrode. The roller ball of the electrode was not returned for evaluation. Due to the received condition of the electrode no further testing could be performed. The most likely cause for the reported event can be attributed to the loop (ball) coming in contact with a metal or hard object during hf output, or excessive force being applied while moving tissue during the procedure. ¿the instruction manual contains several caution statements in an effort to prevent damage to the electrode. When attaching the electrode, make sure not to push it too forcefully into the working element. When checking the locking of the electrode, make sure not to pull too forcefully. Otherwise the electrode may be damaged. Additionally, improper use of hf current can cause endogenous or exogenous burns, and explosions. Set the cutting current to 200w - 300w for vaporization.¿ this is 2 of 2 reports.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the roller ball from the electrode broke off and fell into the patient. The device fragment was retrieved using forceps. It was reported a second electrode was used and the loop portion broke; however, the roller ball remained intact. There was no bleeding observed. The non olympus generator settings were coag 80/ cut 250. The intended procedure was completed with a third similar device. There was no patient injury reported.